Event description:
Related manufacturer report number: 2916596-2022-14615. It was reported that the patient had unusual power supply issues. A review of the log files showed 3 pump stops, 33 low speed advisories, and 13 low speed hazards. It appeared these issues only occurred while the patient was on the mobile power unit (mpu). Hypovolemia was thought to be a cause so the patient's volume was restored and the patient recovered.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power supply issues was not confirmed. The mobile power unit (mpu) (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 13 days (30sep2022 ¿ 14sep2022 per time stamp). There was no power interruption, loss of power, or low voltage events in the log file. The mpu functioned as intended throughout the log file. There were no other notable alarms active in the log file. Additional provided information communicated on 28oct2022 stated that the hypovolemia looks to be the cause of the pump stops and low speed events. The patient was treated at the hospital. The patient was connected to the mobile power unit (mpu) at the time of the event. Additional provided information communicated on 04nov2022 stated that the low volume seems to be the reason for the pump stops. The added volume to the patient and the patient has recovered. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) section 7entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including pump stop, low speed, and low flow alarms. Heartmate ii instructions for use section 8 entitled ¿equipment, storage, and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.